Manufacturer narrative:
The reported event is inconclusive since no device was returned for evaluation. A potential root cause identified was "vent blocked creating vacuum in bag poor interfaces with connections occlusions". The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the urine collection ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the leg bag backs up in the tube and will not drain. Customer alleged restricted flowrate even when bag is empty or slightly full.